Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high thresholds and non-capture or unwanted stimulation when in the coronary sinus (cs). Once the lv lead was pulled back, there was capture at lower threshold measurements and no unwanted stimulation, however the lead was not secured at this more proximal location. This lv lead was removed, and different lead model was successfully implanted in that location with good results. No adverse patient effects were reported. This lead was returned for analysis.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high thresholds and non-capture or unwanted stimulation when in the coronary sinus (cs). Once the lv lead was pulled back, there was capture at lower threshold measurements and no unwanted stimulation, however the lead was not secured at this more proximal location. This lv lead was removed, and different lead model was successfully implanted in that location with good results. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test noted blockage approximately 780 mm from the terminal end, likely due from blood/body fluid in the lead. X-ray imaging did not find any anomalies at the blockage site. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.